Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions to reset the pump, which the caller successfully did, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.